Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following additional information: artoura devices have a rare earth magnet located in the injection dome to help facilitate filling from the port. It was found that the attending physician and intern were not aware of the contraindication states in our instructions for use, nor that the magnet was in the injection dome itself - he believed that it was in the locator instead. The physician was aware that the patient had an ICD, and had anesthesia place a magnet to deactivate the ICD therapies pre-operatively. Postoperatively, the magnet inside the injection dome of the expander was potentially close enough to the ICD to deactivate the ICD therapies itself. The patient had the device explanted on or around (B)(6) 2019. The ICD was interrogated by cardiology after the expander was explanted, and no issues were reported. The patient was not defibrillated at any point and is doing well from both a breast reconstruction and cardiologic standpoint following explant. It is the responsibility of the surgeon to advise the prospective patients or their representatives, prior to surgery, of the contraindications associated with the use of these products. One of the patient groups in which this product is contraindicated is patients who have any of the following conditions: implanted devices such as pacemakers, drug infusion devices, artificial sensing devices, etc. That would be affected by a magnetic field. In conclusion, as per the instructions for mentor artoura tissue expanders are contraindicated in patients already implanted with any medical devices that could be affected by magnetic fields. As a result, the breast tissue expander that was used in this case was used in an off-label manner. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 9, 2020, mentor received additional information confirming the following: the patient was 47 years old at the time of the event. The patient underwent a primary breast reconstruction. An updated medical history was provided in section d7. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age and ethnicity underwent implantation of an unspecified mentor artoura tissue expander on or around (B)(6) 2019 with an implantable cardioverter defibrillator already in situ. Shortly after the tissue expander was placed, the patient reported to her physician that the ICD started to vibrate. Per the instructions for use, mentor artoura tissue expanders are contraindicated in patients already implanted with any medical devices that could be affected by magnetic fields. As a result, the expander was used off-label. At the time of this report, mentor is not aware of any patient consequences as a result of the off-label use, any issues with the expander itself, nor any potential date of explantation for the tissue expander. Follow-up is in progress, and should additional information become available, a supplemental report will be submitted. This event has been determined to solely be a result of use error, and though no patient consequences have been reported, a 3500a will be submitted out of an abundance of caution.